Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025. The leakage was at quick release or in the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong.